Manufacturer narrative:
There is no indication of a malfunction of the mr system or coils used that could have contributed to the incident. The patient was positioned with the armrests holding her arms close to the body. When entering the bore it seemed there was no contact with the bore. When talking to the patient about the incident afterwards, she said that her arms rested against the wall of the bore. There was no padding used to prevent contact with the bore wall. The observed blisters can be explained by close contact with the bore wall. Contributing factors to this heating incident are following: the patient was dressed in patient's own clothing, which was dampened and made from 95% viscose, 5% elastane. The patient was obese. The thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The patient ventilation was not at the highest level (level 3 was used). Level 5 is recommended for high sar scans, it supports the cool down mechanism. 3 scans with high sar values (>2 w/kg) were executed (at 2.1 w/kg). High sar scans are a bigger challenge for the cool down mechanism than low sar scans. The total administered specific energy dose of 2.8 kj/kg exceeded the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation. The mr examination room temperature was above the specified value. The heat dissipation is hindered by a high examination room temperature. A lower examination room temperature reduces the risk on burns, since the patient is less likely to sweat.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that a female patient suffered 2nd degree burn to the right elbow with blistering during lumbar and pelvic region exam with ds torso cardiac coil.